Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer and instructed them on putting the defective pump into storage mode before returning it. Customer acknowledged the instructions and planned to use multiple daily injections as backup therapy.